Event description:
It was reported that during a pulsed field ablation procedure, the catheter array inverted. The catheter was corrected and the pv tracker wire was unable to be advanced or removed. The catheter and the wire were replaced which resolved the issue. The outcome of the case is unknown. No patient complications have been reported as a result of this event. 2025-03-04: it was later reported that the case was completed with pulsed field ablation.

Manufacturer narrative:
Continuation of d10: product ID: psc100 product type: catheter product event summary: the 990045 guidewire of lot number 8584494 was returned and analyzed. Visual inspection was carried out. The guidewire was received threaded into the catheter and stuck at the tip. A foreign material was observed at the tip (point of contact with the guidewire). X-ray and optical inspection was carried out. Inspection of the catheter tip and guide wire showed foreign material. High magnification optical inspection the guide stuck at catheter tip. High magnification optical inspection showed foreign material on the guide wire. Resistance was encountered during removal attempts of the guidewire. The guidewire was stuck at the catheter tip due to the foreign material. Dissection was performed to assess the points of resistance a foreign material (most likely tissue) was found at guide wire lumen tip. In conclusion, the guidewire failed the return product inspection due to foreign material observed at the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.